Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
It was reported that the nurse¿s handheld device would not power on. The handheld was plugged in for an entire night and was plugged in when attempting to power on the device. A hard reset was attempted, the battery was reseated, and the power and serial cables were swapped; however, the device would still not power on. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.